Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose(bg) level of 500-600 mg/dl; cause was unknown. During troubleshooting, tandem technical support was able to determine that the customer was reusing cartridges. Tandem technical support educated customer on cartridge labeling. Customer gave themselves a bolus to address the high bgs.